Event description:
It was reported that the site was having an issue with their programming system. No specifics were available. The reporter did not know when the system stopped working or any details. No troubleshooting was performed as the caller did not have time. Attempts for additional information have been unsuccessful to date and the product has not yet been returned to the manufacturer for analysis.